Event description:
Customer's spouse received a reading of 130 mg/dl when she tested her spouse around 12:30 am. He appeared tobe in a deep sleep. Customer's blood pressure was taken with a result of 193/79 at around 1:30 am. Paramedics were called and provided a comparison blood glucose reading of 30 mg/dl. Customer was transported to the hospital. Three hours later, customer's blood glucose level was at 15 mg/dl with an unknown brand meter. The freestyle provided a comparison reading of 73 mg/dl. Exact treatment provided to customer at hospital is unknown.